Event description:
The surgeon reportedly damaged the recipient's artery leading to significant blood loss during initial implant surgery. The recipient's artery was tied off to stop bleeding. The recipient did not undergo further medical intervention.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.